Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 4 was failed to open and unable to be recovered. A field service engineer (fse) identified that the drawer controller failed the impedance test as per the referenced knowledge article (ka). The drawer controller and pyxibus module were replaced. The station was then allowed to boot into the application. The fse inspected the remaining hardware and made necessary adjustments, confirming that all cabling from main to auxiliary was secure. The inseparable latch was identified as an old style and was upgraded to the current replacement version. The system was tested and confirmed to be functioning normally, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 4 failed to open and was unable to be recovered. A hard reboot was performed; however, the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.